Event description:
It was reported that the pt arrived at a hosp with a serious infection. It was diagnosed as sepsis. The physician explanted the ipg and tried to explant the leads. The leads tore. A future procedure was scheduled to explant the remaining parts of the leads. Further info is being requested at this time.